Event description:
It was rpeorted that during a video laparoscopy rectum resection procedure, the surgeon closed the stapler the first time without any problem. Then he fired it and when he opened if he found that the staples did not close properly. The staple line opened up immediately. The surgeon reloaded the stapler and fired it again. It worked properly. The surgeon had to open the pt's abdomen to solve the problem. The case was completed by performing an unplanned colostomy. There was no further consequence to the pt reported.